Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99088 supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 1 device was evaluated using data provided by the user or third party. 4 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 1 device: fracture problem / mount. 4 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by customer. 4 devices: product not received.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 5 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 5 devices: product disposition is not yet determined. Additional information: 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 5 events for the failure: fracture. - 5 events had no health consequences or impact.